Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user, while hospitalized for influenza a with pneumonia and wearing the ilet with a dexcom g7 sensor, experienced hyperglycemia with a highest documented blood glucose of 331 mg/dl and reported glucose outside the 70¿180 mg/dl range for approximately 26 hours, without use of backup therapy or ketone testing. Symptoms included no acute health effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no professional medical intervention specific to the hyperglycemic event and no additional assistance required. Investigation included complaint intake review and troubleshooting with education. Investigation of this case revealed no device alarms or alerts and no device malfunction reported, with the clinical context including recent steroid exposure that can elevate glucose; a definitive device-related problem was not identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.